Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 lead implanted: 2011-(B)(6). (B)(4)

Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.